Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After multiple battery replacement units persisted on blank display. Pump received with blank display due to missing battery tube spring. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement and active current measurement due to blank display. Proceed with cutting the unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. No evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor was noted. Unit was also received with pillowing keypad overlay, missing battery tube spring, battery tube threads - cracked, cracked keypad overlay at select button, keypad overlay texture damage, cracked case-corner of belt clip rails and scratched case. In conclusion, customer concern was confirmed when blank display was noted. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to missing battery tube spring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.